Event description:
It was reported, during an implant procedure, the lead became hung up. Howevever "after light tugging," it popped free, and the helix was observed to be stretched. Consequently, this lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis found while turning the is-1 pin, torque transfers to the helix without difficulty. The helix was stretched out of specification and distorted/bent. Damage at implant was noted. Primary analysis findings indicated no anomalies found, lead functionally normal.